Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead tip was bent between the helix housing and anode ring at a five degree angle. Additionally, there was a cut in the silicone insulation at 197, 200 mm from the terminal pin; most likely due to the removal of the suture sleeve tie down. Resistance and pressure testing was performed to assess the lead's electrical continuity and insulation integrity. Measurements throughout these tests were within normal limits. Allegations of lead dislodgement cannot be confirmed through laboratory analysis. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting elevated threshold measurements, low sensing and no capture. Fluoroscopy revealed the lead had microdislodged. Therefore, a revision procedure was performed and the lead was removed from service without further incident.